Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl, clonidine, bupivacaine, baclofen and an unknown medication noted as "ms" (unknown concentrations and doses) via an implantable pump for non-malignant pain and chronic low back pain. The date of the event was unknown. It was reported magnetic resonance imaging (MRI) was being done (B)(6) 2015 to check for a possible granuloma. The cause of the event, interventions, results of the MRI, medical history, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.